Event description:
It was reported that the pacing dependent patient was hospitalized for syncope due to intermittent loss of capture (loc.) The patient was evaluated and observed with no further issues with loc. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead (B)(6) 2002. (B)(4).